Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint not specific to one case. Surgeons complain that pinnacle poly trials are worn and used, scratches on them and screws worn out.

Manufacturer narrative:
(B)(4). Investigation summary: no products were returned hence the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.